Event description:
The user facility in (B)(6) reported during the vitrectomy surgery, the cutter would not cut; however, cutter was aspirating. The surgeon replaced the cutter and completed the operation with no pt injury reported.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.